Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a failed sensor following insertion. Pt reported that the sensor wire appeared shorter than normal following removal. Pt was concerned that the sensor wire might have broken off under her skin. Pt's husband examined the wire and believed that it was only kinked and there was no retained distal fragment. Pt has not returned the suspected broken sensor to dexcom for evaluation. Dexcom is reporting this complaint as a possible broken sensor until laboratory evaluation can confirm otherwise.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.